Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a doctor removed and replaced the lens intraoperatively due to being unable to position the lens properly. The doctor enlarged the incision to remove the lens. The doctor implanted a backup lens. No other information available. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.